Event description:
The patient received emergency room treatment for hypoglycemia.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. No conclusions can be made at this time.